Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads appear to have been crushed intra-vessel. Noise was observed, and the insulation has been stripped away. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) (B)(6) 2010, 5076-52 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted that the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, there was blood in the distal electrode sleevehead, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo the analyst noted that the outer insulation was breached and the proximal coil fractured and in-vivo clavicle rib crush was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.